Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Additionally, it was reported that the pump was prompted customer to fill tubing multiple times. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose level was 320 mg/dl.